Event description:
The facility representative contacted baxter (B)(4) to report an intermate in which there was a leak detected from the blue winged luer cap. The event occurred after filling. Two units were affected. This is report two of two. The device was filled with pamidronate 90 milligrams in 250 milliliters in 0.9% sodium chloride. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unit containing approximately 250 ml of fluid in the reservoir. The reported condition of a leak was not confirmed. Visual examination of the unit showed no evidence of blue winged luer cap detachment or leakage. A leak test was performed on the unit; there was still no evidence of leakage noted anywhere on the unit. Based on the evaluation findings, the unit performed as expected. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: there are no nonconformities, failures, rework, or deviations documented in the batch record that could be associated with the reported problem. There were no changes to specifications, test methods, process, equipment, or raw material that could be associated with the reported problem. A batch review has been conducted which revealed the product met all of the acceptance criteria for release. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.